Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the following complications: femoral neck of the prosthetic hip implant on the left side of her body suddenly and catastrophically failed while being used in a normal and expected manner.